Event description:
On (B)(6) 2012, the distributor contacted animas, alleging that the down arrow and ok keypad buttons were unresponsive and the keypad was peeled/torn/worn. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): the keypad rubber was peeled off the pump. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the down arrow and contrast buttons were unresponsive; the ok and up arrow buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts and the contrast contact was missing.